Manufacturer narrative:
The customer¿s report of leaking from the anti-siphon valve was confirmed. Visual inspection observed no anomalies. Functional testing observed a leak at the engagement between the bottom of the anti-siphon valve and tubing sleeve components. The observed leaking is due to excessive pressure being able to be exerted during the push of the fluid from the 10ml volume syringe. The root cause of the observed leaking from the anti-siphon valve on the administration set was from excessive pressure being exerted during the push of the fluid from the attached 10ml syringe.

Manufacturer narrative:
Concomitant medical products: 50ml baxter bag, ndc (B)(4), exp p350421, exp jun 2017, 0.9% sodium chloride injection; 10ml bd syringe, ref (B)(4), lot 613011b, exp 08 may 2019, 0.9% sodium chloride injection; therapy date: (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported leaking from the anti-siphon valve of an extension tubing following the administration of methadone. It was noted the line had been changed during the day shift on (B)(6) 2016 and the leak was noted at 3:00 am on (B)(6) 2016. The nurse stated the previous medications administered through this tubing were methadone 1.2 ml with 2 ml flush in a 10 ml syringe given over 15 minutes at 8:17 pm; ativan 0.41 ml diluted in 5 ml flush and given over 15 minutes at 11:19 pm and lasix 0.81 ml pushed and followed with a 2 ml flush in a 10 ml syringe over 10 minutes at 11:34 pm. There was no patient harm.